Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-01442 / 1825034-2016-03852).

Event description:
It was reported in operative report received that patient underwent a right hip revision procedure approximately 8 years post-implantation due to pseudotumor formation, swelling and numbness. During the procedure, metal debris and motor oil-like fluid were noted. It was further noted that a portion of the debris remains in the musculature. The acetabular cup and femoral head were removed and replaced. A liner was also implanted to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information. Medical product - biomet mallory head femoral stem catalog#: 11-104109 lot#: 848790.